Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). The reporter mentioned that qc was performed on the meter on the day of the event, and it was acceptable. The accu-chek inform ii test strips were requested for investigation. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing, and results have passed the internal inspection. The investigation is ongoing.

Event description:
The reporter complained of questionable glucose results for 1 patient tested on an accu-chek inform ii meter. It was alleged that: at 11:38 am, the meter result was hi (> 600 mg/dl). At 11:39 am, the meter result was 134 mg/dl. At 11:40 am, the meter result was 155 mg/dl. The results of 134 mg/dl and 155 mg/dl were believed to be correct.